Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year and 4 days after implant placement. The patient's x-ray was provided. Bone quality around the area was type iii, and oral hygiene around the implant was good. Peri-implantitis was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.